Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels of 525 mg/dl. Reportedly, the insulin was exposed to cold temperatures. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
Device not returned.